Event description:
Boston scientific received information that this atrial lead displayed high out of range impedance measurements. A lead fracture was suspected. During a device replacement procedure (contak renewal model h230 sn (B)(4)), this lead was surgically abandoned and replaced. No adverse patient effects were reported. .

Manufacturer narrative:
As there will be return of product, boston scientific cannot confirm nor deny this reported clinical allegation. Should additional information become available, this event will be updated.